Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during a medical procedure, 2 cutters of 4.2 length 340 broke.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows significant signs of usage. The other broken segment was not returned for evaluation. The fracture surface exhibits typical signs of a brittle fracture, evident by a relatively smooth surface, caused most likely due to excessive bending load. Dimensional inspection indicates that the device is within the specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to be user related. The appearance of breakage surface indicates towards a forced brittle fracture caused most likely due to excessive bending load. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a medical procedure, 2 cutters of 4.2 length 340 broke.